Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 53 mg/dl at the time of incident. Customer stated that insulin pump retainer ring was missing, crack on back of reservoir compartment. Customer stated that insulin pump was bumped and reservoir able to lock in place. Customer was not assisted with troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.